Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple incomplete bolus alerts. The customer's blood glucose level was 216 mg/dl. Tandem technical support (cts) explained the cause of the alert (navigation to the bolus request screen without exiting within 90 seconds), however the customer maintained that the screen had not been navigated to either intentionally or by accident. Cts assisted the customer with resuming insulin delivery.